Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was made which indicates that the allegation against the programmer was confirmed. The programmer (prm) passed electrocardiogram (ECG) print outs. Due to the nature of disassembled unit, display had copper tape that was lifted enough to cause problems. There was residue found on the riser printed circuit board (pcb). The copper tape problem was reworked and the riser pcb was replaced. After inspection unit was reassembled, a part of the internal circuitry (sbc_pcb) shorted and started smoking. This part was also replaced.

Event description:
Boston scientific received information that the programmer had a short circuit. The field representative tried to use another power cord and the screen shorted again. The programmer will be returned for analysis. No adverse patient effects were reported.